Manufacturer narrative:
The failure for heat and noise/chatter was not confirmed through functional evaluation, disassembly and visual inspection. The components of the device were conforming for the failures.

Event description:
It was reported that during equipment testing by the customer at the user facility, the handle of the core impaction drill, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.